Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the middle part of the balloon ruptured upon initial inflation at 6 atmospheres for 3 seconds. The device was removed without any problems, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.